Event description:
It was reported that during a procedure for treatment of a cbd tumor stricture, the doctor placed a gi stent over the jagwire guidewire. After the guidewire was removed, it was noticed that the tip of the jagwire was broken and left inside the pt's body. The doctor then tried to retrieve the broken wire with a basket, but failed to do so. It was reported that there were no pt injuries.